Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. It I unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting an alert on their arctic sun device. Mis guided to event log and noted alert 113 (reduced water temperature control). The patient temperature was 36.1c, target temperature was 35.3c, water temperature was 28.6c, flow rate was 3.2lpm, chiller temperature (t4) was 4.8c, mixing pump command was 100 percentage. Nurse stated that they have no other devices. They would change an alternate means of hypothermia. Per additional information received via phone from biomed on 31jan2023, biomed had device sent from floor and called last night while on patient to troubleshoot. They had device on all day training trying to simulate patient and determine issue. Mis informed nurse that the device had been alerting 113 (reduced water temperature control) and was not cooling. Trouble shooting determined the issue was the mixing pump.

Event description:
It was reported that they were getting an alert on their arctic sun device. Mis guided to event log and noted alert 113 (reduced water temperature control). The patient temperature was 36.1c, target temperature was 35.3c, water temperature was 28.6c, flow rate was 3.2lpm, chiller temperature (t4) was 4.8c, mixing pump command was 100 percentage. Nurse stated that they have no other devices. They would change an alternate means of hypothermia. Per additional information received via phone from biomed on (B)(6) 2023, biomed had device sent from floor and called last night while on patient to troubleshoot. They had device on all day training trying to simulate patient and determine issue. Mis informed nurse that the device had been alerting 113 (reduced water temperature control) and was not cooling. Trouble shooting determined the issue was the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.